Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material. Assembly and performance specifications. The (B)(6) 2015 angiodynamics complaint report was reviewed for the xcela pasv PICC product family and the failure mode, "catheter occluded - treatment." No adverse trends were identified. The reported complaint event cannot be confirmed nor can a root cause be determined, as no sample was returned for evaluation. Care and maintenance of the PICC in situ (i.e., flushing frequency and technique) may have been a contributing factor for this event. Manufacturing process controls for the PICC device include 100% visual inspection for molding defects, a guidewire insertion test to verify lumen patency, and sprint testing to verify that the catheter does not leak. Dimensional verifications are also performed. The directions for use (dfu) packaged with the catheter include guidance on flushing frequency and technique as well as precautions on dealing with an obstructed lumen.

Event description:
As reported by the end user hospital, an indwelling xcela valved PICC was removed and replaced as it was considered to be occluded. No patient complications were reported.

Manufacturer narrative:
This investigation is on-going and navilyst medical is attempting to determine if a used device is available for return and evaluation. Upon completion of the investigation, a supplemental medwatch will be submitted.